Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initially, resistance was felt when passing the guidewire through the lead. However, with persistent pulling, the guidewire was completely removed from the lead. A straight wire was then placed through lead terminal and out of lead tip without difficulty. Furthermore, analysis revealed guidewire stuck was due to dried blood in lumen. No obstruction in lead lumen after wire was removed.

Event description:
Boston scientific received information that after this lead was successfully implanted, the physician chose to try another vessel. When the lead was taken out from the patient's body and re-introduced the guide wire, the wire got stuck inside the lead body. The physician could not get the wire out of the lead, hence, a new lead was used. This lead was never in service. No adverse patient effects were reported.